Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6) 201. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had high shock coil impedance. The lead was found to have variable impedance in the shock coils. The lead is suspect of a fracture. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.